Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter malposition (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly during an unsuccessful filter retrieval attempt made; the filter was identified to have tilted, migrated, and perforated the ivc. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: neither the device nor images were received. Medical records were not provided. The investigation is inconclusive for the alleged event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly during an unsuccessful filter retrieval attempt made; the filter was identified to have tilted, migrated, and perforated the ivc. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into organs, tilted and migrated to right common iliac vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the filter was tilted towards the lateral aspect of the right side of the abdomen. Therefore, the investigation is confirmed for filter tilt based on the image review. Approximately a few days post filter deployment, patient was examined for the leg and lower back pain prior chest pain. Cardiac profile test indicated in elevated troponin level suggesting due to secondary pte. Computed tomography chest showed emboli in the pulmonary arteries to both the lungs and in particular had considerable thrombus in pulmonary artery to the left lung. Approximately two years later, venogram revealed filter in the distal ivc with filter legs extending into the right common iliac vein. The ivc filter was tilted with the apex of the filter seen again the right wall of the inferior vena cava. The device was slanted with legs facing upward and protruding out of the vena cava. Filter retrieval attempt was made. Using the mpa catheter, guidewire was manipulated through right common femoral and iliac vein thereby advancing the catheter to inferior vena cava. Under ultrasound guidance, several attempt using the mpa catheter was persuaded to manipulate the guidewire around the apex of the filter was made and was unsuccessful. It was unsuccessful due to embedded filter apex. Approximately four years later, computed tomography revealed one filter component deformed superiorly and embedded filter apex/multifocal penetration. Approximately four months later, pre procedural scout radiographs showed a tilted and embedded inferior vena cava filter with malpositioned/displaced limb of the filter. Eventually, a successful complex retrieval of the bard g2x filter was done. Based on the medical record review, the investigation is confirmed for perforation of the ivc, filter tilt, retrieval difficulties and material deformation. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, retrieval difficulties and material deformation. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using catheter and guide wires but were unsuccessful due to the apex of the filter was imbedded within the wall of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records was not performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g4, h6(device: 4001,2976). H11: d1, d4(product catalog no), h6(patient,device,method, results & conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into organs, tilted and embedded in the wall of the ivc and migrated to right common iliac vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images and medical records were provided. Approximately 12 days post filter implant, patient was examined for leg, lower back pain, and prior chest pain. Cardiac profile test indicated in elevated troponin level suggesting due to secondary pte. Approximately two years later, inferior venacavogram was performed which showed that the ivc filter was tilted with the apex of the filter seen against the right wall of the inferior vena cava. Under ultrasound guidance, several attempts using the mpa catheter was persuaded to manipulate the guidewire around the apex of the filter were unsuccessful. The apex of the filter was embedded within the wall of the inferior vena cava. It was decided not to remove the filter. Therefore, the investigation is confirmed for tilt, perforation, unable to retrieve and pe post implant. However, the investigation is inconclusive for alleged filter migration. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly during an unsuccessful filter retrieval attempt made; the filter was identified to have tilted, migrated, and perforated the ivc. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into organs, tilted and embedded in the wall of the ivc and migrated to the right common iliac vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be reviewed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Approximately 12 days later, patient was examined for the leg and lower back pain prior chest pain. Cardiac profile test indicated in elevated troponin level suggesting due to secondary pte. Approximately two years later, using the mpa catheter, guidewire was manipulated through right common femoral and iliac vein thereby advancing the catheter to inferior vena cava. Inferior venacavogram was performed confirming the intraluminal position of the catheter and showing patent ivc. Filter was seen in the distal ivc with filter legs extending into the right common iliac vein. The ivc filter was tilted with the apex of the filter seen again the right wall of the inferior vena cava. Under ultrasound guidance, several attempt using the mpa catheter was persuaded to manipulate the guidewire around the apex of the filter was made and was unsuccessful. The apex of the filter was imbedded within the wall of the inferior vena cava. It was then decided not to remove the filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for alleged filter migration and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown per medical record. As per image record review, the filter was tilted towards the lateral aspect of the right side of the abdomen. Therefore, the investigation is confirmed for the filter tilt. However, the investigation is inconclusive for the migration, perforation, retrieval difficulties and pe post implant.per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: remove the g2® x filter using an intravascular snare or the recovery cone® removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly during an unsuccessful filter retrieval attempt made; the filter was identified to have tilted, migrated, and perforated the ivc. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into organs, tilted and embedded in the wall of the ivc and migrated to the right common iliac vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.